Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was found that there was a hole on the upper door cap cover. The system has taken impact damage. The customer had driven the system into a door handle. There is a hole on the upper door cap cover. Also, the gantry door is not opening. Found out that a cable has jumped out of one of the rollers. Also, the door opening mechanism was not working as should be. The dingus pins are on the wrong holes. Also, one of the gantry door switches is not taking the signal from the door closing. The cable was re-positioned back into the roller. Also, fixed the door opening mechanism to left position and adjusted the gantry door switch to touch to left side of the door so that signal releases the rotor. After this troubleshooting, the system could close / open the door normally, and the rotor was spinning normally. 3d spins functioned normally as well. The cover was also replaced, but no part return is expected. The damaged cover was discarded by the site. A full imaging system check-out was completed following repairs and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported.

Event description:
A site representative reported that the imaging system gantry door could not be opened. Damage to the gantry cover was blocking the tracks of the door. This was discovered outside of any patient involvement. No additional details were provided.